Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display, problem isolated to the electronic assembly. Unable to verify low reservoir anomaly, rewind anomaly, prime/fill anomaly, grinding during rewind, failed battery test or battery failed alert, low battery life or low battery alarm, insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that insulin pump had unexplained no delivery alarms and rejected new batteries. Customer stated that insulin pump had no or low reservoir warning and grinding during rewind process. No harm requiring medical intervention was reported. The device will not be returned for analysis.